Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit meet specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. Section d4 (primary UDI number) was updated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. As a result, the customer did not receive the low glucose alarm alert when they experienced a ¿glucose scan of as low as 50mg/dl¿. Subsequently, the customer experienced strong sweating and dizziness. The customer counteracted with oral glucose for 4 times and a muesli bar. However, the customer lost consciousness, fell on the floor and experienced seizure with epilepsy attack. Paramedics were called and upon arrival, the hcp determined that the customer blood glucose levels were low and treated customer with IV glucose for the treatment. The customer was admitted to the hospital after regaining the consciousness. Upon arrival at the hospital, the customer blood glucose levels were measured and was noted as 290 mg/dl on the sensor which was similar to the values obtained on the healthcare professional (hcp) meter. The customer counter injected accordingly with insulin (dose, type unspecified) remained in hospital for further observation and was allowed to leave on the same day after 6 hours. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. As a result, the customer did not receive the low glucose alarm alert when they experienced a ¿glucose scan of as low as 50mg/dl¿. Subsequently, the customer experienced strong sweating and dizziness. The customer counteracted with oral glucose for 4 times and a muesli bar. However, the customer lost consciousness, fell on the floor and experienced seizure with epilepsy attack. Paramedics were called and upon arrival, the hcp determined that the customer blood glucose levels were low and treated customer with IV glucose for the treatment. The customer was admitted to the hospital after regaining the consciousness. Upon arrival at the hospital, the customer blood glucose levels were measured and was noted as 290 mg/dl on the sensor which was similar to the values obtained on the healthcare professional (hcp) meter. The customer counter injected accordingly with insulin (dose, type unspecified) remained in hospital for further observation and was allowed to leave on the same day after 6 hours. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Sensor was inserted in the simvivo test fixture to perform a smu (source measurement unit) testing with connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Sensor was activated successfully with known good reader and observed signal and sound icons were shown as activated. Waited few minutes to ensure that there was no disruption in the bluetooth connection between the devices. Reader was connected to software and isf (interstitial fluid) command was sent. First 5 ble (bluetooth low energy) packets were successfully received. The blc count and rssi (received signal strength indicator) were present for all packets. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. As a result, the customer did not receive the low glucose alarm alert when they experienced a ¿glucose scan of as low as 50mg/dl¿. Subsequently, the customer experienced strong sweating and dizziness. The customer counteracted with oral glucose for 4 times and a muesli bar. However, the customer lost consciousness, fell on the floor and experienced seizure with epilepsy attack. Paramedics were called and upon arrival, the hcp determined that the customer blood glucose levels were low and treated customer with IV glucose for the treatment. The customer was admitted to the hospital after regaining the consciousness. Upon arrival at the hospital, the customer blood glucose levels were measured and was noted as 290 mg/dl on the sensor which was similar to the values obtained on the healthcare professional (hcp) meter. The customer counter injected accordingly with insulin (dose, type unspecified) remained in hospital for further observation and was allowed to leave on the same day after 6 hours. There was no report of death or permanent impairment associated with this event.